Event description:
It was reported the patient had a potential impedance issue. The patient had contacts in the 200s ohms and at lead one in the 90s ohms. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu_ unknown_lead, product type: lead. (B)(4).